Event description:
It was reported that the spider 2 tenet was not working since it did not hold the pressure. No case involved. Therefore, there was no patient involved.

Manufacturer narrative:
H3, h6 h10: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device would not power up to pressurize. The fuse on the printed circuit board was checked with an ohmmeter and was determined to be blown. The complaint was confirmed and the root cause has been associated with an electrical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include excess current draw or a defective battery. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.